Event description:
It was reported, the patient had a feeding tube put in (B)(6) 2014. It was stated their therapy was not working as expected. It was later reported, the patient was on a very strict liquid diet and their doctor thought during that time they should have their device turned down. It was noted, the patient was going to see their doctor (B)(6) 2014. It was stated, the patient had their voltage set at 12 volts and they did feel stimulation.

Manufacturer narrative:
.

Event description:
Follow up information reported that a programmer was sent to the patient's primary clinic where the plan was to turn their device down. Follow up information received 10 days later from the healthcare professional (hcp) reported that there was no recent contact with the patient. It was noted that there were no abnormal impedances were seen. It was unknown if the event was due to the patient's implantable neurostimulator (ins) or the lead/extension component. No surgical interventions had occurred and it was unknown if hospitalization was required due to the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).